Event description:
It was reported that during a meniscus repair surgery once opened the device, the suture turned out a mess condition. The doctor was trying to advance t1, and t2 and it failed. All t's were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. Both ts remain on the distal end of the delivery needle; t2 has been advanced behind t1. The suture has been pulled out of the fixed straw. The condition of the device indicates the trigger was manually advanced repositioning t2 over the dimple not allowing t1 to be stripped off the needle as intended. This investigation could not identify any evidence of product contribution to the reported complaint.